Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that 911 was called and the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 62 mg/dl. The customer reported having convulsions. The 911 operator advised for the insulin pump to be put on suspend. Customer was treated with glucose tablets. Troubleshooting was declined.